Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme temperatures. The customer will continue to use the current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.